Manufacturer narrative:
Investigation summary: received for investigation, one used, decontaminated 3ml syringe. Pictures were also provided. No identifying package material was included, customer stated it was product g1463 unknown lot #. Visual inspection of the returned sample showed damage near the shoulder of the barrel, thus complaint confirmation. The condition of the product was such that it was not possible to conduct a leak test. While the complaint is confirmed, without a provided lot number, it cannot be determined what machine the product was packaged/assembled on or how the defect occurred. No further actions will be taken at this time. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the syringe part was damaged during use. There was patient involvement, and no patient harm/adverse event reported.